Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient had a pelvic fracture. During the bending by the locking compression plate (lcp) bend-iron f/recopl (329.081), the plate hole displayed cracks. The surgeon was concerned it might be a malfunction of the device. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.